Manufacturer narrative:
Please note that the device was implanted in 2015 but the exact implant date was unknown.

Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis of device image and session record provided indicated the device operated at high pacing output settings and autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further analysis performed did not find any anomaly. The voltage is at elective replacement indicator (eri) level. A longevity assessment was performed, and the implant duration exceeds total projected longevity, indicating normal battery depletion.

Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Please note that the device was implanted in 2015 but the exact implant date was unknown.